Manufacturer narrative:
(B)(4). Date sent: 9/6/2024 d4: batch # 479c76 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45b reload was returned unfired with the reload pan partially dislodged from the left proximal side. In addition, 2 double drivers missing and 1 double driver out of position, making the reload non-functional. No functional test was performed due to the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. Device history review a manufacturing record evaluation was performed for the finished device batch number 479c76, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: there is no problem with patient.

Event description:
It was reported that during an unk procedure, the stapler did not fire. No patient consequences were reported.